Event description:
A patient reported they were unable to receive an accurate reading on their one touch ultra meter due to their meter allegedly would only prompt "error 5" message. Patient reported no symptoms. There was no result on their meter as the patient was unable to test. No treatment was reported. No further information has been reported.